Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. The explanted lens was returned for evaluation. Visual inspection and optical testing of the returned lens confirmed the presence of an ambient zone on the lens, which is indicative of exposure of the lens to ambient uv light prior to lock in.

Manufacturer narrative:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021. Device history record for the lens was reviewed. No issues were noted. The lens is in the process of being returned for evaluation.

Event description:
Site reported the light adjustable lens was explanted from the patient's eye as the patient did not return for any light adjustment treatments. Another lal was implanted during the exchange on (B)(6) 2021. Rxsight's first awareness of the event occurred on (B)(6) 2021.